Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that the 4 mm ultra aggressive plus begins to throw black splinters, it began to be several, the more revolutions, the more splinters it threw in knee, meniscus. The speed of blade (rpm) was oscillating 2500. Hp suction valve position in open status. The metal particulate was free floating. The metal particulate is not easily removable. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that metal fragments was in the tissue. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. Based on the evidence observed in the photo, this complaint can be confirmed. The possible root cause for reported failure can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, the handpiece where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscectomy procedure on an unknown date, it was observed that the 4 mm ultra aggressive plus device began to throw black splinters that it began to be several then the more revolutions, the more splinters it threw. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep in chile that during a meniscectomy procedure on an unknown date, it was observed that the 4 mm ultra aggressive plus blade device began to throw black splinters while oscillating at 2500 rpm that it began to be several then the more revolutions, the more splinters it threw. It was reported that the event occurred when the blade was touching the tissue and 10 minutes from the start of the procedure. It was reported that the particulates were free floating within the joint, not easily removable but were not stuck on tissue when the event occurred. There were no adverse patient consequences reported. No additional information was provided.